Event description:
It was reported that an attempt was made to implant this right ventricular (rv) lead; however, the procedure could not be completed due to the rv lead exhibiting high, out-of-range pacing impedance measurements, exceeding 3000 ohms. The physician completed the procedure using an alternative lead. No adverse patient effects were reported. This rv lead was electrically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an attempt was made to implant this right ventricular (rv) lead; however, the procedure could not be completed due to the rv lead exhibiting high, out-of-range pacing impedance measurements, exceeding 3000 ohms. The physician completed the procedure using an alternative lead. No adverse patient effects were reported. This rv lead has been received for analysis.